Event description:
Patient reported that the lancet device carrier is not fully retracting, resulting in the lancet protruding from the device end-cap. No resultant injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.